Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 capures the reportable event of band unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6). 2025, for the treatment of esophageal varices in liver cirrhosis. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.